Event description:
It was reported that at a routine follow-up appointment, episodes of over-sensed noisy signals were observed from this right ventricular (rv) lead. Since the device was approaching normal end-of-life, the physician also surgically explanted and replaced the rv lead to resolve the event. No additional adverse patient effects were reported. It was stated that the lead was disposed of and will not be returned for analysis.